Event description:
Cardiac surgeon performing a coronary intervention on this pt. The interventional wire had a defect which prevented cardiac surgeon from being able to advance a stent into the patients coronary artery. The stent and wire were removed, an additional guide catheter, interventional wire and stent were required. FDA safety report ID # (B)(4).